Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic gastrovideoscope had foreign material inside the distal tip. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h2, h3, h4,h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: c-cap cut on pink probe and unknown material found inside bx channel distal end side. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: trace to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.